Event description:
This was a very high calcified lesion in the subclavian. The stent was being deployed brachial approach to subclavian. (The physician was using two approaches, brachial and femoral0. During deployment, the stent jumped forward at the bifurcation of the aorta and subclavian. The physician captured the stent, re-adjusted the stent below the renal and inflated in the aorta with an optimal result.